Manufacturer narrative:
The resulting inappropriate shock did not cause an exhaustion of rescue therapy. When programmed with a monitor only vt-1 zone in a 3-zone configuration, a cognis/teligen device does not always allow programmed detection enhancements to inhibit therapy for a rhythm for which the detection enhancements should not allow the device to treat, and therapy is provided. This occurs when the device enters redetection after a no-therapy attempt in the mo zone and the heart rate accelerates into the vt zone. Detection enhancements are not applied in redetection. Should additional information become available, this event will be updated.

Event description:
Boston scientific (bsc) received information from a bsc field representative that this implantable cardioverter defibrillator (ICD) was associated with a report of inappropriate shock. Therapy had been withheld in the monitor only zone as supraventricular tachycardia accelerated from the monitor only zone to the ventricular tachycardia zone. There were no reports of adverse patient effects, and the device remains implanted and in service.